Manufacturer narrative:
(B)(6). (B)(4). Complaint conclusion: during the use of a powerflex pro balloon catheter (9mm2cm 80cm), it was reported that the balloon was delivered to the heavily calcified iliac artery lesion and inflated. Plain old balloon angioplasty (poba) was performed several times, and then the balloon ruptured before reaching its rated burst pressure. Therefore the balloon was removed intact from the patient. Another balloon was used to complete the procedure successfully. There was no reported patient injury. An ipsilateral approach was made. The lesion was heavily calcified and heavily tortuous. The rate of stenosis was 100%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. The following information is unknown, the contrast media used, the contrast to saline ratio, the type/brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon ruptured during its initial inflation, the amount of times the balloon inflated or inserted into the patient. It is also unknown if there was difficulty removing the balloon catheter from the patient or at how many atmospheres the balloon burst. The product was not returned for analysis. A device history record (DHR) review of lot 17415706 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and tortuosity and a rate of stenosis of 100% may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During the use of a powerflex pro balloon catheter (9mm2cm 80), it was reported that the balloon was delivered to the heavily calcified iliac artery lesion and inflated. Plain old balloon angioplasty (poba) was performed several times, and then the balloon ruptured before reaching its rated burst pressure. Therefore the balloon was removed intact from the patient. Another balloon was used to complete the procedure successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. An ipsilateral approach was made. The lesion was heavily calcified and heavily tortuous. The rate of stenosis was 100%. The following information is unknown, the contrast media used, the contrast to saline ratio, the type/brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon ruptured during its initial inflation, the amount of times the balloon inflated or inserted into the patient. It is also unknown if there was difficulty removing the balloon catheter from the patient or at how many atmospheres the balloon burst.